Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The xience xpedition 3.0 x 28 mm stent delivery system was being advanced over the guide wire and into the guiding catheter when the shaft broke in two pieces proximally. It was able to be easily retrieved as it was not advanced far when it broke. Another same size device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component (shaft separation) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of a device component (shaft separation). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: there was no resistance during advancement or withdrawal. It was confirmed that the shaft separated in two pieces while still inside the guiding catheter. No additional information was provided.